Event description:
(B)(4). It was reported that during a coronary artery stenting treatment procedure a dissection occurred. The 100% stenosed target lesion was identified in the left anterior descending (lad) artery. The reference vessel diameter was 3.0mm and the lesion length was 18mm. A 3.0x20mm liberte stent was implanted. An additional procedure was performed in the target lesion; placement of a non-bsc stent due to a dissection. Residual stenosis was 0%. The procedure was technically successful. The patient was discharged nine days after the index procedure without angina or silent ischemia. Aspirin 75mg and clopidogrel 75mg were prescribed daily for 12 months.

Manufacturer narrative:
The device will not be returned for evaluation. Therefore a failure analysis of the complaint device could not be completed. The batch number is unknown. Therefore a review of the manufacturing documentation could not be performed. The most probable root cause is anticipated procedural complication as this event is a known physiological effect of the procedure and is noted in the direction for use (dfu). (B)(4). Device not returned for analysis.